Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp microbore catheter extension set did not allow saline to flush through the line. The event occurred during priming in the pediatric emergency department prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the device was received attached to a syringe of 0.9% sodium chloride for injection and without the blue tip protector for evaluation. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. The functional test, clear passage test, was performed. The test failed as the unit did not show the continuous bubbles during the test period. The block was observed between the assembly of high-pressure tube and small bore two piece luer lock assembly. The reported condition was verified. The cause of the issue was related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.